Manufacturer narrative:
Corrected: after further review, the lead was not returned, so no analysis can be performed.

Manufacturer narrative:
Concomitant product: 4469 lead, implanted: (B)(6) 2015; 4193-88 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the right ventricular epicardial lead had no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.